Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. Initially started up indicating missing boot device. Bios time date is correct. Boot priorities and raid settings incorrect in the bios settings. Corrected settings, performed reboot. On reboot embedded raid ii configuration utility reports embedded server raid ii can not be configured. The hardware investigation found that reported event was related to the computer hard drive malfunction. The mvs power control board was returned for analysis and evaluation is in progress.

Manufacturer narrative:
The analysis of the power control board for the viewing station of the imaging system was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system power control board and computer for the viewing station were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer and control board have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system restarted without prompt from the user. It was reported that the issue occurred during setup for a procedure. There was no patient present when this issue was identified. No additional information was provided.